Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient who underwent primary breast augmentation surgery with a 300cc mentor smooth round moderate profile saline breast implant experienced left sided discomfort and a breast mass post procedure. A magnetic resonance imagery was performed on (B)(6) 2019 which confirmed an 8 mml mass on the left sided breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.